Event description:
It was reported that during a cryo ablation procedure, while exchanging sheaths, the account used the wrong type of exchange wire which may have caused the sheath to perforate the access vein. It was further confirmed that the vein was not perforated and the patient was discharged without complications. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 32508 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Functional testing showed the sheath functioned per specification. A known clinical issue was encountered during the procedure (the case was aborted).

Manufacturer narrative:
(Product event summary) product event summary: the sheath, 4fc12 with lot number 32508 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Functional testing showed the sheath functioned per specification. The product issue reported (difficulty inserting the sheath into the groin) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.